Event description:
It was reported via repair work order that the footend lift was stuck at an elevated height due to a stripped lift motor coupler. It was also reported that the power cord sheathing was damaged with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.